Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted. Unable to confirm unexpected max fill alarms and rewind anomaly due to keypad anomaly. No ramping numbers noted on the display. During visual inspection noted a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer stated that it occurred when putting in a new site. Customer's insulin pump stopped on rewind during prime and kept going to maximum fill. Customer's current blood glucose reading is 223 mg/dl. No further information reported.